Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes foreign matter pieces of the hemogard were found in 2 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received one photo for investigation. The photo shows green particles that are the same color as the shield in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd received one photo for investigation. The photo shows green particles that are the same color as the shield in the tube.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes foreign matter pieces of the hemogard were found in 2 tubes. No adverse impact was reported regarding the patient or user.